Event description:
It was reported that the device in question had been explanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a pacemaker that allegedly exhibited premature battery depletion. Per the patient's previous cardiologist, the battery was depleting faster than normal. Upon interrogation, the current cardiologist discovered a time estimate that was lower than what was previously noted. Patient would continue to be monitored. No patient consequences reported.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).